Event description:
It was reported that the patient experienced extreme pain/spasms for 2-3 weeks and stopped when a plastic piece protruded out of his skin a couple of mm. He puts antibiotic cream, neosporin and band-aids on the site daily but the site produces pus daily. The skin was not closing. There was also skin discoloration, dark red color, at the implant site. The device did not relieve his symptoms. He was told the device could be left dormant and not be explanted. Further information is being requested.